Event description:
Additional information was received on 30oct2023: the problem manifested at the interventional radiology of the aou of verona, which sent us a video and a summary description of the malfunction of the angioseal 610132 device: "the dilator that had been correctly inserted into the system comes off when the necessary pressure to penetrate through the skin and subcutaneous tissue, not allowing the passage of the device into the vessel lumen".

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue based on the video provided by the account. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the angio-seal dilator that was correctly inserted into the system comes off when the necessary pressure is exerted to penetrate through the skin and subcutaneous tissue, preventing the passage of the device into the vessel lumen. There was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.